Event description:
It was reported that an increase in impedance was noted on this lead. On 12-mar-2025, an update was received. The impedance increase reached an unacceptable level. A lead breakage was suspected. The lead was capped and a new lead was implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.